Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failure occurred due to defective sensors. The field service engineer cleaned the sensors, but the issue remained unresolved. Both sensors were then replaced, restoring normal functionality. The customer confirmed that all functions returned to normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to open or close. Tried reboot but failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.